Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that she was experiencing an increase in seizures "worse than before she got implanted with vns." Pt's pre-vns baseline seizure rate is unk to MFR at this time. Pt also stated she thinks her pulse generator "turned itself off." Treating physician was subsequently unable to interrogate pt's generator. Good faith attempts to obtain further info are currently being made.